Event description:
It was reported that the patient was hospitalized for hypoglycemia while using the aviva system. On (B)(6) 2018 at 12:45 a.m., the patient received an elevated blood glucose result of 495 mg/dl and his son treated him with his normal 12 units of novolog insulin based on his sliding scale. The patient received a blood glucose result of 573 mg/dl at 9:34 a.m. And he didn't receive treatment at this time. The patient tested again at 10:55 a.m. With a result of "hi" mg/dl. The "hi" mg/dl result on the system indicates a result in excess of 600 mg/dl. The patient's son treated him with 12 units of novolog insulin and he then tested again at 10:58 a.m. With results of 158 mg/dl and 96 mg/dl within the same minute. The patient was treated with two glucose tablets and then tested again at 11:23 a.m. Where he received a result of 235 mg/dl. The patient had hypoglycemia symptoms of thrashing around and drooling. The paramedics were called around 11:30 a.m. To 12:00 p.m. The blood glucose result on the paramedic's meter was 27 mg/dl at 12:30 p.m. The patient was treated with an unknown IV and transported to the hospital. The patient arrived at the hospital around 1:08 p.m. The blood glucose result upon arrival was unknown. The patient was treated with food, saline/glucose via IV, and insulin injections. The patient was in the emergency room from 1:08 p.m. To 8:00 p.m. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.